Manufacturer narrative:
The customer reported that their AED is flashing red and will not speak. Tech support stated that the 9v is in the unit and the chirping sound is strong. The asi and front lights on the unit is functioning. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED is flashing red and will not speak. They reported this did not occur during patient use.